Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 94 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes. Customer reported that the insulin pump buttons were unresponsive and the screen was blank. Customer reported that battery replacement did not resolve the issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.